Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vessel. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, on initial inflation at 14 atmospheres for 5 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.